Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00340, 3005168196-2016-00341. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while the ruby coil was being advanced through the lantern, it broke inside the lantern and was removed using a syringe. The physician continued the procedure by deploying and detaching seven new ruby coils into the aneurysm using the lantern. After the seventh ruby coil was deployed, the lantern started to feel "gritty"; therefore, the physician replaced the lantern with a new lantern and continued to deploy two additional ruby coils into the aneurysm. While the physician was advancing the last ruby coil through the lantern, it broke partially out of the lantern and was removed using a syringe. The procedure ended at this point. There was no report of an adverse effect to the patient.